Manufacturer narrative:
Visual examination of the spyscope ds device found that the distal cap was completely detached from the device when received. Examination under magnification found the cap weld marks to be present inside and outside of the cap. There were also weld marks on the steering ring. There were deformation marks at the distal end of the catheter outer layer that indicate that the cap may have been scraped off. There was a crack found in black plastic component of the cap. It was not possible to determine the amount of force exerted on the distal cap to cause it to be detached from the steering ring. A functional test was not performed due to the condition of the returned device. Since the camera detached with the distal cap, the device could not produce any live image. There was no evidence to indicate the device was not properly manufactured. The evaluation concluded that , the distal cap most likely scraped off due to interaction with the scope when withdrawing this device from the scope. Therefore, the most probable root cause of the complaint is operational context.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2016. According to the complainant, at the end of the spyglass portion of the ercp procedure, a biopsy was taken with a spybite biopsy forceps. As the spybite forceps was removed the image was lost. When removing the spyscope digital access and delivery catheter it was noted that the tip of the spyscope digital access and delivery catheter detached inside the duodenoscope. The tip did not fall inside the patient. The metal tip of the spy spyscope digital access and delivery catheter was removed from the duodenoscope. The ercp procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2016. According to the complainant, at the end of the spyglass portion of the ercp procedure, a biopsy was taken with a spybite biopsy forceps. As the spybite forceps was removed the image was lost. When removing the spyscope digital access and delivery catheter it was noted that the tip of the spyscope digital access and delivery catheter detached inside the duodenoscope. The tip did not fall inside the patient. The metal tip of the spy spyscope digital access and delivery catheter was removed from the duodenoscope. The ercp procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.